Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting noise and oversensing which resulted in the patient receiving inappropriate shock therapy. Additionally the local area field representative reported loss of capture (loc) at maximum outputs and pacing impedance measurements greater than 2000 ohms. The lead was found to be fractured due to clavicular crush syndrome. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured 37 centimeters (cm) from the distal tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.